Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A health care physician (hcp) had called for an informational inquiry regarding an unrelated shoulder MRI for the patient and reported that the patient had indicated that the device did not work anymore. It was unknown when this event had begun. MRI guidelines were reviewed with the hcp. There were no symptoms and there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the device not working anymore issue was due to normal depletion of the ins battery. The patient stated that they first noticed the device not working anymore as both after 1 year and (B)(6) 2018. No further actions were taken due to financial considerations (¿waste of money¿, ¿who has that kind of money for another surgery¿). There were no further complications reported or anticipated.